Event description:
Customer stated having download problems. Customer stated second and third pins on device appeared to be burned and melted. The device base pins also are discolored. A request was made for the return of the suspect device and replacememt product was sent.